Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015, device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the records in the pump's black box indicate that the patient was performing the loading step before rewinding the piston. Occlusions were observed in the black box which led to a call service 64 motor failure warning. During investigation,t he pump was able to perform the rewind, load, and prime sequence successfully. The force sensor was found to be calibrated within specifications. The initial complaint could not be duplicated. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston rod wasn't fully retracting during the prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.